Event description:
It was reported that the patient went to the emergency room (ER) due to hyperglycemia on (B)(6)2025. The patient's blood glucose levels reached 489 mg/dl while wearing the pod longer than 48 hours on the abdomen. The patient believes maybe the cannula dislodged although they did not feel any wetness. Symptoms reported include not feeling well. At the hospital, the doctor ran labs for a potential infection and administered a sodium drip as the patient refused to be given insulin as they were still wearing the pod. The patient was given antibiotics and was advised to follow up with their healthcare professional (hcp). After following up with their hcp, they confirmed that there was no infection, and the patient was taken off antibiotics. The patient left the hospital the same day. The pod in question was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Itt was noted that the cannula may have dislodged from the site. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7.